Event description:
During an angiography and intravascular ultrasound (ivus) procedure using the acist hdi hd ivus system with kodama catheter, the post ivus angio showed formation of thrombus at the lesion site in the left anterior descending (lad) artery.

Manufacturer narrative:
The acist kodama catheter, lot 00305575, used during the event was discarded by the user facility. A review of the device history record for lot 00305575 has been requested, and upon completion, a follow-up report will be submitted to FDA. On june 19, 2022, the acist medical advisory board member provided the following clinical assessment: the films provided by the user facility show angiography of the left anterior descending (lad) with a mid-vessel lesion. This is dilated and stented with what appears as an initially stable result. Following ivus the limited films included suggest that the lad result is less ideal. It is inconclusive if there is definitively a thrombus, but the stented segment and more proximal lad have less well contrasted lumens. Subsequently, films show cardiopulmonary resuscitation being performed, with a balloon inflated in the lad. The final angio run continues to show CPR. Additional information has been requested on the event. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record for kodama catheter lot 00305575 was completed on august 17, 2022. This review confirmed that there were no quality issues during manufacture of this device. Per the kodama user guide, thrombus formation is an adverse event that may occur because of intravascular ultrasound imaging. As with any interventional procedure, proper anticoagulation and anti-platelet therapy should be used per current guidelines. For patients who cannot receive heparin, substitute a dilution of the anticoagulant used for systemic anticoagulation. Acist's medical advisor requested information on the anticoagulation practices used by the user facility's physician involved in this event. No information has been received to date.